Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced four infusion set fell off events during use on 03-may, 09-may, 12-may, 17-may and 21-may-2024. The set was in use for few hours. Patient replaced infusion set and resumed insulin successfully. No further information available.